Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: patient's height reported as 182 cms. D8; e1. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.523, lot: 8836146, manufacturing site: bettlach, release to warehouse date: (B)(6) 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. H3, h6: a product investigation was conducted. Visual inspection: the driving cap/threaded (part # 03.010.523, lot # 8836146, mfg # 12. May 2014) was received at us cq with the distal tip of the device broken off and embedded in the radiolucent insertion handle (part #: 03.033.001, lot #: l849563) which was returned as a concomitant device. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features are not accessible. Document/specification review: the relevant drawing(s) was reviewed; material review: the material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Overall this complaint is confirmed. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: b5: corrected concomitant device list. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown femoral recon nail (frn) (part # unknown, lot # unknown, quantity # 1), radiolucent insertion handle femoral recon nail (frn) (part # 03.033.001, lot # l849563 , quantity # 1).

Manufacturer narrative:
Occupation: sales rep. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, an unknown femoral recon nail (frn) was being inserted into patient's left femur when the driving cap/threaded broke off in the radiolucent insertion handle femoral recon nail(frn). The threads of the driving cap were left inside the insertion handle, so a new driving cap could not be inserted into the handle. A separate unknown impactor had to be used to finish inserting the nail into the canal. Hammer guide was seated on the insertion handle and impacted to complete insertion of the nail. There was no fragment generated from the broken device. There was a surgical delay of five (5) minutes. Procedure was successfully completed with no patient consequence. Concomitant medical products reported: unknown femoral recon nail (frn) (part # unknown, lot # unknown, quantity # 1), unknown impactor (part # unknown, lot # unknown, quantity # 1), hammer guide (part # 03.010.170, lot # unknown, quantity # 1). This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).